Manufacturer narrative:
The device was removed not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed pain after the implant procedure. The device was reprogrammed and the device was turned off, but the pain persisted. The surgeon believed it was surgical pain and agreed to explant the device. There have been no reports of further complications regarding this event.